Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple supply changes were performed resolving the occlusions. Customer's blood glucose (bg) level was 540 mg/dl with moderate to high levels of ketones. A correction bolus was delivered to address bg.